Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. Traces of moisture were noted per visual inspection. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with severely scratched lcd window. The pump was received with broken reservoir tube lip.

Event description:
The customer reported via phone call of their insulin pump being submerged under water. The customer states they jumped into the lake with the device on. The customer's blood glucose level at the time was 91mg/dl. The customer was advised that the pump would need to be replaced and returned for analysis.